Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that about one month post implant, the lead perforated through the right ventricle. The lead was successfully repositioned. The patient tolerated the procedure well and was discharged after a couple days.